Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. The pt states that the tubing set was leaking when he removed it. Dialysis nurse reports the pt was treated for peritonitis with antibiotic administration (vancomycin ip course). On (B)(6) 2012, pt reports no ill effects, effluent has remained clear. There is a sample available for eval.